Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that a pocket revision at the device site was performed due to possible pocket infection. The device is currently still in service. No additional adverse patient effects were reported.